Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/11/2014 with the following findings:a visual inspection of the pump showed that there was no physical damage to the keypad. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; the ok and contrast buttons responded properly. The pump cover was opened and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up button was sticking and intermittently unresponsive for a couple of months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.